Event description:
The customer contacted baxter's technical service center regarding fluid in the patient line cap while using the home choice (hc). The caregiver (cg) reported fluid in the patient line cap when pulling it off to connect the home patient. The technical service representative explained the situation to the cg. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a overprime (leak) that occurred during set up was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.